Manufacturer narrative:
The device in question was originally reported for vascular dissection within MDR #1220648-2024-07940. Additional information was received regarding a premature ventricular contraction, however, accidentally filed as an initial MDR under MDR 1220648-2026-01695. This report serves to notify you of our error and that additional information should have been filed as a supplemental to the original reported MDR.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Arrhythmia/ppae: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
A4 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in a 84-year-old female patient with a past medical history of coronary artery disease (cad), presenting in scai stage a shock prior to initiation of support. The impella was inserted for ventricular support during a high-risk percutaneous coronary intervention (pci) of the left main (lm) artery and the left anterior descending artery (lad). During the pci, the patient experienced premature ventricular contractions (pvcs). Lidocaine 2% 75mg intravenous push (ivp) was given and the pvcs resolved. The impella functioned as intended and was explanted post-procedure. The post-procedure outcome is survived at explant. When a blocked artery (lad/lm) is opened, the sudden rush of blood back into previously ischemic tissue (reperfusion) can irritate the heart muscle, often causing arrhythmias like pvcs.